Event description:
It was reported that during the surgery, after fired, could not open the jaw. Another device was used to complete the procedure. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 6/25/2024. D4: batch # unk. Additional information was requested, and the following was obtained: details could not be provided. Is the current patient status known?? -discharged was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished ec60a, with lot/batch number 500c69, and no non-conformances were identified.